Event description:
Caller reported that a malfunction occurred with the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided information and assistance to reset the pump, which successfully resolved the issue with no recurrence of the malfunction code. Caller was informed to call back if the problem recurred and confirmed understanding.